Manufacturer narrative:
(B)(4). The cause of this peritonitis was a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis. The peritonitis manifested as abdominal pain and cloudy effluent. The cause of the peritonitis was reported to be a break in aseptic technique. On the same day as the diagnosis, the hp was retrained on proper aseptic technique. On an unknown date, the hp was treated with vancomycin (1 g) and amikacin 12.5 mg) (route and frequency not reported). At the time of this report the hp was recovering.